Manufacturer narrative:
(B)(4).

Event description:
According the reporter, during a lobectomy, the surgeon fired the device; the firing was completed except for the middle part, which resulted in bleeding. In order to complete the incomplete staple line, the surgeon fired the device to the unstapled part. There was unanticipated tissue loss and tissue damage. No other adverse events reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and reload. Visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload was fully fired and the jaws were open. Engineering evaluation of the reload confirmed the presence of staple strikes within the anvil buckets indicating staples were deployed from the cartridge and made contact with the anvil buckets for staple formation. Additionally all staple pushers were observed to be advanced and the sled was fully advanced inside the cartridge assembly indicating a complete firing. Functionally, the instrument was loaded with post market vigilance representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The reload was loaded into the subject instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned products as received by medtronic were found to meet specifications and the reported condition was not confirmed. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.